Manufacturer narrative:
This supplemental report is being submitted to provide investigation results. The reported device was returned for evaluation. The implant was visually inspected under magnification. Some light residue was noted to be between the implant threads. No signs of significant wear, damage or deformation were noted. The implant's length and max diameter were measured with calipers and verified as within the specifications. The device history record (DHR) was reviewed. No manufacturing deviations or material deficiencies identified that could cause or contribute to the reported event. Based on the DHR review, the device left zimmer biomet control in conformance with applicable standards. A complaint history review revealed no complaints with the same lot # and reported event. Investigation of the reported event could not confirm that the device caused or contributed to the reported cyst formation. A definitive root cause could not be determined. The most likely root causes of the reported event are user error and or patient condition.

Event description:
It was reported that the dental implant (ct3111) was removed six weeks after implant placement due to a cyst. The patient was grafted and sent home to heal. Tooth location 10.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight unknown.

Event description:
It was reported that the dental implant (ct3111) was removed due to a cyst. The patient was grafted and sent home to heal. Tooth location 10.